Manufacturer narrative:
The user facility returned a total of four thunderbeat devices for evaluation. Two out of four were used and two were brand new. This report is for 1 of the 2 used devices. The first used device (lot# mk630956) was evaluated and tested using olympus test equipment; device was tested on as received condition, found tissue built up on the grasping section of the device. The teflon pad was found separated from the jaw exposing metal. Approximately 45% of teflon pad is missing and was not returned along with the device. Probe check was performed and device passed the probe check. The distal end of the probe was inspected under a microscope and found no visual damage to the probe. The second used device (lot# mk630956) was evaluated and tested. The evaluation could not confirm the reported complaint. In addition,olympus contacted the user facility multiple time in an attempt gather more detailed information regarding the incident, but with no results. The user¿s complaint was confirmed on first used device. The most likely cause for the teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent such damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during an unknown procedure the teflon coating on two thunderbeat devices were peeling from the tip of the device. No device fragment fell off. There was no patient injury reported.